Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -5.0/3.5/85 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to low vault with rotation. Cause of the event was reported as other. Reportedly, "the diameter is not correct." On (B)(6) 2023, a longer length lens was implanted and the problem was resolved. Status of the eye is reported as, "correct."